Event description:
It was reported that the device could not be interrogated. Patient admitted with brady, recent episode of dizziness and fell on the floor. Fluoro was done to see if the lead is intact or any fracture but there was no visible breakage to the lead. Device remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned images. The manufacturing process for this device was reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned ECG images have been inspected. However, these do not provide any information regarding the root cause of the clinical observation. For a root cause investigation an analysis of the ICD would be necessary. It has been reported that the ICD will not become available for analysis. In conclusion, the device was not and will not be available for analysis. The review of the quality documents confirmed a regular device manufacturing. Based on the available information no conclusion can be drawn.